Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the flex cable assembly which connects the system pcb to the therapy and biphasic pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio also observed a tear in the flex cable near the connector.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon examination of the device, physio-control observed that the unit would not defibrillate. There was no patient use associated with the reported event.